Event description:
Boston scientific crm received information that during a review of this electrogram, loss of capture or possible fusion beats were observed. It was noted that the right ventricular (rv) lead threshold and impedance measurements were stable since implant, however, the device would drop below the lower rate limit of 60bpm at times. It was noted that hysteresis was not programmed on. The situation was unable to be duplicated with isometrics. A chest x-ray was ordered; however, the results have not been obtained. At this time, no further information is available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Type of reportable event: loss of capture with no known intervention.